Event description:
The customer reported the system reboots on its own and the x-ray on light stays lit, without any images being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board and fluoro functions board, and adjusted the 5v power supply. System operates as intended. (B) (4).